Event description:
Multiple falsely elevated ctni results were obtained on the dimension rxl analyzer for mutiple pts and reported to ER physician. Qc was also out of range during this time. Samples were retested on an alternative dimension xpand analyzer and corrected reports were sent out. Pts were all admitted and started on heparin and nitroglycerine. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Analysis of the instrument by field service and instrument data indicated inadequate probe cleaner flow resulting in the contamination of the r1 probe drain.